Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated that after replacing the standard a reagent, patient results were not as expected. Tsc had customer invert the standard a bag a few times, rerun diluent check with new solution and correct the bias. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low na result is unknown. The cause of the samples being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples and a discordant falsely low potassium (k) result was obtained on one of the samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting as expected. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na and k results.